Event description:
A customer reported that a malfunction was occurring more frequently, but no additional information or specific details were provided. There was no reported adverse impact to the customer. The customer declined further follow-up or to provide additional details, and technical support closed the case.